Event description:
It was reported to boston scientific corp that a hydrothermablator console unit was used in preparation of a endometrial ablation procedure performed in 2009. According to the complainant, the "machine fails to work". The procedure was completed with another of the same device. Reportedly, the pt's condition is stable. Several attempts were made to gather additional info, but were unsuccessful.

Manufacturer narrative:
A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.